Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a black particle in the tubing, confirming the reported condition. The particulate matter was determined to be due to a manufacturing issue; however, the specific cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an administration set for blood and blood components after the set was connected to a bag of platelets. The customer stated that the particulate matter "looked like black fluff." This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.